Event description:
Adverse event(s): "decreased vision" (vision, impaired). Product problem(s): "spoiled haptic" (defective item [haptic]); "used different manufacturer's cartridge" (use of device issue). A surgeon reported that during intraocular lens (iol) implant surgery, he used a different manufacturer's cartridge to insert the iol. The surgeon removed and replaced the iol due to the haptics being "spoiled". The surgeon reported the patient has decreased vision. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was not returned and the other haptic was bent-gusset area. The optic was scratched, torn/split/cracked, and caught in case. Lens bench could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4)